Event description:
Foreign distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report possible out of range issues on (B)(6) 2015. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of a possible out of range issue. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).